Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. A single unit was repaired but no other devices were repaired.

Event description:
It was reported the device elective replacement indicator tripped, but there was no battery or lead measurements available. The company technical services department provided a software procedure to return the device to its normal state. No patient complications were reported as a result of this event.